Event description:
It was reported that a patient's catheter was dislodged; dislodgement was confirmed. Per the reporter, the patient fell out of her wheelchair and the catheter 'pulled out' of the intrathecal space. The treatment plan is for the patient to have a catheter replacement. The patient's status was undetermined at the time of the report. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
2011 (B)(6): compounded baclofen; cause of event catheter; dislodgement/migration (distal/spinal segment); catheter revision; sxs-urinary retention, decline in function, gait disturbance, worsening spasticity, and headaches; non-serious injury/illness; recovered without sequela; had been doing stretches (very flexible can bring head to her knees) throughout before and after initial implantation - started having some trouble with med efficacy early on; fell out of electric wheelchair and acutely worse

Manufacturer narrative:
Catheter model 8709c, serial 0# (B)(4), implanted on (B)(6) 2010, explanted unknown.